Event description:
It was reported that a revision was performed due to patella loosening.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. It was noted that the cement appeared well-fixed to the backside of the component, and did not dissociate with the application of manual force. The three pegs appeared intact and did not exhibit significant deformation. The articulating surface of the component did not exhibit signs of significant wear or damage. Based on the visual inspection, the exact cause of the reported complaint was unable to be determined. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.